Manufacturer narrative:
The following items were returned by the customer for complaint investigation: one used partial list #011-46104-69, icp single monitoring line, transpac® it, 12" green stripe tubing, macrodrip and no flush; lot #13675050. One opened/unused list #011-46104-69, icp single monitoring line, transpac® it, 12" green stripe tubing, macrodrip and no flush; lot #13675050. One new list #011-46104-69, icp single monitoring line, transpac® it, 12" green stripe tubing, macrodrip and no flush; lot #13675050. No visual anomalies were observed on any of the returned sets. Functional: when the returned sets were primed and pressure leak tested, no leaks were observed. The reported complaint of leakage was not confirmed on all the returned sets. No visual anomalies were observed on the returned set. When the returned sets were primed and pressure leak tested, no leaks were observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a icp single monitoring line, transpac® it, 12" green stripe tubing, macrodrip and no flush. The device was reportedly leaking from the point that connects to the external ventricular drain (evd). There was nil cracking and it appeared that there was no seal. The facility's current practice is to remove the distal stopcock (part 55-2143) from transducer set, and then connect to stopcock on the evd. Staff members reported seeing bubbles appear at the luer lock junction. A new set was used on the patient without further incident. The intracranial pressure monitoring-line was primed with a crystalloid. There was no delay in therapy. The event did not involve any harm, death or serious deterioration of a person.